Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2016. It was reported the patient was more spastic so an issue with the therapy was suspected. X-rays show that the catheter may have moved. A catheter revision was done (B)(6) 2016. The issue was not resolved. Patient was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.